Manufacturer narrative:
(B)(4). Date sent: 8/9/2024. D4 batch #: a9ej2u. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was obtained: the broken part was conductive part, not I-blade. And the device did not pinched any hard things. It was aware that there were no pieces left in the patient. They ask for check the device as soon as possible because they will deal with the patient and hospital if there is pieces left in the patient. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the electrode and ceramic separated from the lower jaw but still attached to the active rod. In addition the cable was received cut off and the lower tip of the blade was noted to slightly damaged bent upon visual inspection under magnification, it was noted that the ceramic was damaged (cracked)but is still bonded to the lower jaw. The ceramic was damaged by the separation of the electrode from the lower jaw. Due to the device returned condition not all functional testing could be performed the separated electrode prevented the instrument from fully cycling open or close. This is due to the interference between the blade and electrode. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage to the device.

Event description:
It was reported that, during laparoscopic hysterectomy, the I-blade was broken when the device pinched hard tissue. It was used on uterus. It was unknown whether there was bleeding. It was explained on the phone that the broken pieces were metal, and it is going to be checked by x-ray just in case. No pieces were left inside the patient. Another device was used to complete the case. No further information is available.